Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient repeated previous event history regarding their hospitalization after the reported speech, nerve, and leg issues. Patient provided additional context explaining that these issues occurred because they had not been adequately trained following the implant and they kept increasing their amplitude higher and higher. Their managing physician instructed them to keep the therapy off for a while which resolved these symptoms and patient just recently turned it back on again with amplitude at a lower setting per the doctor's instruction. The patient could not recall if the doctor wanted the amplitude to be kept at 0.1ma or 1.0ma. The agent recommended the patient consult with the physician to clarify this information and recommended patient always keep stimulation at a comfortable level. Reviewed if stimulation was ever causing discomfort it should be decreased. Additional information was received from the hcp on 2026-jan-14. They reported that no infection was found. The patient had inflammatory response and likely had settings too high. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were recently hospitalized and had a bad infection from the procedure with the manufacturer. Patient stated they had lost their speech and their nerves were being messed up so they lost feeling in their leg. Patient said they were told to turn the device off at the hospital for now, it was turn off last wednesday. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.